Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (g04) - stem. Radiographic review confirmed that the long-stem tibial implant had fractured the tibia and protruded through the posterior tibial cortex. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one day following knee arthroplasty, a post-operative x-ray identified that the patient's tibial stem was protruding through the posterior cortex of the tibia. The patient underwent a knee arthroplasty revision to correct the issue a few days later.

Manufacturer narrative:
(B)(4). D10 - concomittant devices - orthopedic salvage system poly lock pin, catalog #: 150478, lot #: 66071388. Orthopedic salvage system reinforced yoke, catalog #: 150493, lot #: 66294425. Orthopedic salvage system tibial poly bearing 12mm, catalog #: 150410, lot #: 66509083. Orthopedic salvage system poly femoral bushings, catalog #: 150477, lot #: 66521390. Orthopedic salvage system axle, catalog #: 150480, lot #: 66097377. Orthopedic salvage system diaphyseal lock screw set, catalog #: 150481, lot #: 798520. Orthopedic salvage system poly lock pin, catalog #: 150478, lot #: 66118825. Orthopedic salvage system segmental femoral component right 7cm, catalog #: 1150354, lot #: 66458899. Orthopedic salvage system modular tibial baseplate 67mm, catalog #: 150421, lot #: 894010. Orthopedic salvage system poly tibial bushing, catalog #: 150476, lot #: 65769917. G2 - report source - foreign: event occurred in australia, the complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.